Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during fill 4 of 5. The patient was connected at the time of the alarm and had not disconnected. The heater bag had disconnected, causing the error. The baxter technical services representative (tsr) had the care giver (cg) close all of the clamps and disconnect using aseptic technique. The cg cycled the power to clear the system error 2240, which was followed by a system error 2367. The cg then ended therapy. The cg would notify the patient?s peritoneal dialysis nurse about the missed therapy. Proper procedures were reviewed with the cg. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(4) 2012. She stated that the patient had contacted her about the event. There was nothing unusual reported about the supplies that night. The patient had stopped therapy after the alarm and completed a manual drain. The rest of therapy was skipped. The nurse did not know anything about sample availability or lot numbers. The patient's therapy has been going well since with no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was supply bag disconnected without falling. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.